Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this malfunction has not previously caused a serious injury. Further, this event did not cause a serious injury. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the reamer guide was being used. During reaming the plastic guide was caught up in the gold reamer. In doing so, the plastic reamer guide broke into two. There was no patient injury as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.